Event description:
ICU medical, inc. 951 calle amanecer, san clemente, ca 92673. Co responded to the customer on the first item and provided a listing of compatible male luer administration, pump. And extension sets and syringes. The second issue concerns cracking of a female luer on an extension set when attached to the male, distal, end of the clave connector. Co evaluation process included obtaining extension sets from various mfrs, and testing the products in order to determine the relationship. If any, between the clave connector and the cracking of another MFR's extension set. Co evaluation consisted of testing twenty extension sets each from 3 MFR, including churchill which the customer uses. Each set was attached to the clave. A portion of the control group was swabbed with alcohol, a portion was not swabbed, a portion of the control group male end of the extension set was attached to a female luer end of an extension set with and without alcohol swabbing. Each of teh sixty sets were checked for cracking or crazing every 15 mins the first hr and then after 24 hrs. The results show no cracking or crazing with any female luer of an extension set attached to the distal, male end, of the clave connector. The control group in which co attached an extension set to an extension set swabbed with alcohol would not disengage. The conclusion at this time is that co could not determine any relationship between the clave connector and cracking of the female luer of the extension set experienced by the customer.